Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Patient called lfs and alleged that her meter would not power on. She reported that she has not tested on her meter for 3 months. The pt replaced the battery but the issue was not resolved. The pt also reported that she received intravenous treatment from a medical professional. She reported feeling dizzy at the time. No test results were provided, nor were any further details provided regarding the incident. The power issue was not resolved with troubleshooting. The pt did state that she was using expired test strips. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to the serious injury. Medical affairs attempted unsuccessfully to reach the pt for more clinical information. A letter is being sent as a second attempt to obtain more information. A replacement meter is being sent to the patient.